Event description:
The battery had been inserted backwards in the parasol chair alarm monitor for approximately 15 minutes. Smoke and a strong odor started coming from the device after the battery was properly installed and a test of the unit was started. The battery was immediately removed and the smoke stopped and the odor subsided. The device was not being used with a patient at the time of the incident, it was being tested prior to being put in service.